Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopic procedure, when the dr. Was removing an unspecified s+n anchor that was from a prior surgery in the shoulder with the "elite premium alligator grasper"; it broke and was not closing correctly. The procedure was successfully completed without delays. The anchor was removed from the patient using an alternative grasper. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Visual analysis of the customer submitted video revealed that the device would not close completely. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. There was a relationship between the device and the reported event. The complaint was confirmed. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) excessive force. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.